Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation of the implantable cardiac monitor (icm) post-implant was successful, however, r-waves were unable to be measured following what appeared to be electromagnetic interference (emi)/sixty-cycle interference; the icm was removed and re-positioned. The same scenario then repeated with no clear electrocardiogram (ECG) recording; re-positioning the icm again did not resolve the issue. It was noted that a device of a different model was able to then be interrogated without issue. The icm was explanted, and a different icm was implanted, however, the same scenario of no clear ECG recording repeated once again; attempting with a different programmer and rf head resolved the issue. The initial icm that was explanted is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.